Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a physician contacted the patient's representative and advised that they did a pocket revision of the implant battery on a patient, due to the battery being uncomfortable and poking out on the patient. The physician moved the pocket more laterally and inferiorly for the patient. The pocket revision was completed on (B)(6) 2025. There were no other issues or complications reported. The representative followed up with the patient post-revision, and they reported an increase in urinary frequency, so the representative instructed the patient to increase their stimulation. Also, the patient reports having pain at the implant incision site and experiencing bilateral leg numbness, but the patient thinks that could be due to low potassium levels. The patient has a post-op appointment scheduled on (B)(6) 2025.

Event description:
It was reported that a physician contacted the patient's representative and advised that they did a pocket revision of the implant battery on a patient, due to the battery being uncomfortable and poking out on the patient. The physician moved the pocket more laterally and inferiorly for the patient. The pocket revision was completed on (B)(6) 2025. There were no other issues or complications reported. The representative followed up with the patient post-revision, and they reported an increase in urinary frequency, so the representative instructed the patient to increase their stimulation. Also, the patient reports having pain at the implant incision site and experiencing bilateral leg numbness, but the patient thinks that could be due to low potassium levels. The patient has a post-op appointment scheduled on (B)(6) 2025.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, numbness, undesired sensations, urinary frequency, implant pain and device- migration were defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.